Event description:
A distributor reported, an end user experienced. An issue with a PICC from a bio-stable 5f dl, 55cm mst-70 kit valved. It was reported, that 25 days post placement, the hub of the PICC was noted, to be cracked. The PICC was replaced in order for the patient to continue the tpn treatment. The patient did not experience any adverse effects or harm because of this incident.

Manufacturer narrative:
The reported device has been returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Manufacturer narrative:
Returned for evaluation was one (1) 5f bioflo PICC. As received, the female luer lock component of the white valve was confirmed to be cracked. The customer's complaint description is confirmed for hub cracked. No component molding non-conformances or other damage was observed during visual inspection of the returned sample. The most likely root cause for the cracked female valve housing is due to an over tightened connection with a mating male luer (likely a needleless connector). A contributing factor to the over-tightened connection may be the mechanics/hand placement during infusion access. It is preferable to grasp the needleless connector (nc) when connecting a syringe/tubing to it rather than grasping the luer hub while making a connection with the nc. Grasping the luer hub while connecting a syringe/tubing set to the nc can transmit additional torque to the female luer hub. Inadequate flushing of the device lumen may also be a contributing factor. A DHR review of the packaging/assembly lots were reviewed for any deviations related to the reported hub crack failure mode. The review confirms that the lots met all material, assembly and performance specifications with no internal non-conformance reports (ncr) written. Angiodynamics has created an instructional video regarding the care and maintenance of the bioflo PICC; reference youtube video, "angiodynamics bioflo PICC care and maintenance instructional video" uploaded on november 18, 2020. This video is intended as a visual representation of information provided in the dfu for clinicians who are responsible for the care and maintenance of piccs but are not responsible for PICC placement. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).